Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation at 0.5 since (B)(6) 2019, 2-3 days ago. The patient stated that her therapy was off when she connected. The patient increased stimulation and confirmed that she could feel the stimulation. Troubleshooting resolved the issue. There were no further symptoms or complications reported or anticipated.